Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2001-(B)(6), explanted: 2011-(B)(6), product type catheter product ID 8575, lot# n064695, implanted: 2006-(B)(6), explanted: 2011-(B)(6), product type accessory. (B)(4).

Event description:
A clinical study reported baclofen withdrawal symptoms that included itching and increased spasms. The catheter was reported to be "kinked" and "fractured". The reported drug concentration was 2,000.0 mcg/ml with a total daily dose of 369.1 mcg/day. The patient was hospitalized. The pump and the catheter were replaced on (B)(6) 2011. The patient recovered without sequelae.